Event description:
It was reported that when an asymptomatic patient presented in clinic for a scheduled follow up visit, device displayed a vibratory notification anomaly which was unable to be felt by the physician and the patient. Upon device interrogation, device triggering eri was observed. Both radio frequency and inductive telemetry was used however was unsuccessful. It was recommended to follow up with the patient more to follow the device eri in a timely manner. Patient was stable prior, during and post device interrogation. During another follow up visit, device was explanted and a new device was implanted. No further information is available.

Manufacturer narrative:
No conclusion code available. The reported event of an inability to feel the patient¿s vibratory notifier was confirmed in the laboratory. Interrogation of the device revealed it was above eri when received. The device was tested on the bench and the patient notifier was activated by not vibration was felt. The cause of the reported field event was a patient notifier anomaly.